Event description:
A physicist's report indicated that the kvp on the 6800 system was shooting low by 10 kvp. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into svc.